Event description:
It has been reported to philips the device stopped ECG reading and displayed asystole.

Event description:
It has been reported to philips the device stopped ECG reading and displayed asystole.